Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device's power management board was found to be faulty and the universal exhalation porting block was physically damaged. The device's power management board and universal exhalation porting block were replaced to address the issues.